Event description:
It was reported that a customer¿s pump was no longer functioning, as the screen had gone black and resetting attempts were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and declined follow-up from customer technical support.